Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient claims to be hearing magnet tones and was seen in the clinic. At the clinic the patient stated that they hear the same tone as when they place the wand on the device. An interrogation of the device showed that no alerts have been triggered. It is unknown what the magnetic source is that is getting near the device. The device remains in use. No patient complications have been reported as a result of this event.